Event description:
It was reported that bd vacutainer® lithium heparinn 75 usp units blood collection tubes had loose caps after filling. The following information was provided by the initial reporter: "loose cap after blood filled in."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for loose cap with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lithium heparinn 75 usp units blood collection tubes had loose caps after filling. The following information was provided by the initial reporter: "loose cap after blood filled in."